Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer reported that the insulin pump quit working last night due to insulin flow blocked alarm, already changed the set, did the site, and still had the same problem, said its been a recurring problem. The customer tried all the remedies. No harm requiring medical intervention was reported. The device will be returned for analysis.